Event description:
It was reported that the patient with this pacemaker experienced spinal fractures due to a device implant procedure and was admitted to rehab because the patient has osteoporosis. This device remains in service. No additional adverse patient effects were reported.